Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. On (B)(6) 2016 the patient felt 3 big heavy thumps/vibrations by the implant site. After that it seemed to not work. The patient was not feeling vibrations, and was not able to increase stimulation. She was not seeing any battery or anything at all that indicated it was working or "charging." The patient went to the doctor on friday, (B)(6) 2016 and checked the implant site. The patient did not mention the symptoms to the doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.